Event description:
When packages of sterile 2x2 gauzes where open, gauzes had brown spotted coloring on them, outside and inside. Lot# cjc01-01, MFR#16-4228. Manufacturer response for premium woven gauze sponges, sterile 2"x2", 2 per pack, premium woven gauze sponges, sterile 2"x2", 2 per pack (per site reporter) [redacted date] site provided pictures and product ids. (B)(6) emailed (B)(4) to see if she wants to retrieve them. [Redacted date] initial contact and requesting pictures and if they will send the sample for investigation.